Event description:
It was reported that a patient presented to clinic for unrelated reason. Device interrogation revealed high capture threshold and r-wave amplitude variation. Programming changes were performed to resolve the issue. The patient condition was stable.

Manufacturer narrative:
Correction: h6 - included failure to sense problem code not previously reported.

Event description:
Related manufacturer report number: 2017865-2022-19446 additional information received notes that the patient presented with failure to sense and recurring issues of high capture threshold and r-wave amplitude variation on their right ventricular (rv) lead. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient was stable before, during, and after the procedure.